Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the doctor said they lost control of the prograsp forceps. It was removed from the cavity by the instrumentator and checked that the steel cable had broken. The instrument was immediately removed and replaced by another one. The procedure was completed with no reported injury.